Event description:
It was reported that the patient with this pacemaker was not feeling well and presented to the clinic. An interrogation was performed however, it was unsuccessful. The field representative reviewed remote data and the device was found to be in safety mode. The patient was sent to the electrophysiology (ep) lab for emergent device replacement. Additionally, the patient had pacemaker syndrome like symptoms. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the patient with this pacemaker was not feeling well and presented to the clinic. An interrogation was performed however, it was unsuccessful. The field representative reviewed remote data and the device was found to be in safety mode. The patient was sent to the electrophysiology (ep) lab for emergent device replacement. Additionally, the patient had pacemaker syndrome like symptoms. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.